Event description:
Customer reported the system is displaying a drive joystick error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the motor control unit for the motorized c-arm. System operates as intended.